Manufacturer narrative:
(B)(4). D10. Zb 12/14 cocr hd 28mm x-3.5 item# 802202801 lot# 3251489. Liner assy 47/48/49od x 28id item# 66505229 lot# 66505229. Bipolar metal shell 48 mm od item# 65840245 lot# 65840245. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a fall resulting in a fracture and underwent revision with placement of a new implant approximately 1-month post-implantation. Diligence is completed and no further information on the reported event has been provided.